Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) got stuck on the metal pin at the end of the packaging and the tip of the neuron max was broken off upon removal from the packaging as it was stuck. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Additional information: expiration date 11/12/2020. Results: the atraumatic tip of the neuron max was damaged. The mandrel was on the packaging card but not in its shipped condition. The complaint did not involve device functionality. No function testing was performed. Conclusions: evaluation of the returned neuron max revealed the distal atraumatic tip was damaged. The packaging mandrel was returned but not within its taped position. This indicates the mandrel either slipped out or was removed from packaging tape. If the mandrel becomes unsecured from the packaging card it may pin the neuron max distal tip between the mandrel and packaging tube. If the neuron max is subsequently retracted while pinned, the distal tip will likely become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.